Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit, that pieces came out of the centrifuge, a small piece stuck an operator, and the operator did not seek medical intervention as a result of this event and was not harmed and was fine. According to the distributor, its customer elected not to return the unit for further eval.